Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus history was not logging data despite being in use. Blood glucose level was 148 mg/dl. The customer declined further troubleshooting with tandem technical support, and declined to provide additional information.